Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during implant of the lead, the test parameters were not acceptable and the physician suspected a product malfunction. The lead was removed and replaced. No patient complications have been reported as a result of this event.